Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker could not be implanted due to remote monitoring disablement. This device has not been returned for analysis. No patient involvement.